Event description:
It was reported that the patient underwent a surgical procedure to revise his artificial urinary sphincter (aus) due to urethral atrophy. All existing components were explanted and new components were implanted. There were no further patient complications following this surgery.